Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge remained static at 100% for an extended period of time. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the pump battery began to decrease as expected. No additional patient or event information was provided.